Event description:
It was reported there was a primary audible alarm background failure. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Alarm history showed several primary audible alarm events. No previous service history was found. Probable cause of primary complaint of primary audible alarm background failure was a faulty main printed circuit board (pcb). Replaced main pcb and device passed functional testing. H7 and h9 updated.